Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 due to erosion, cystocele and rectocele. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/14/2021. Additional information: d4, h4 date sent to the FDA: 1/14/2021. Corrected information: d4 - expiration date.